Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the non-emergency treatment was delayed less than 20 mins. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting intermittently. Review of the system log file showed that a host pc post failed resulted in the system not being able to complete the startup sequence. The fse replaced the memory bank, but device was still not working, and it was confirmed that the host pc was defective. After replacement of the host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the device was intermittently failing to boot up. The device was in clinical use at the time of the event. No harm was reported.